Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. Data was received but cannot be completed as data ambiguity cannot be resolved further confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.